Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump display was flashing. The customer¿s blood glucose level was 28 mmol/l and treated with manual injection. Customer was advised to remove battery and insert battery alarm was display on the pump screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 30 seconds and to insert new aa battery. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.